Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Prime alarm during basic occlusion test due to protruded/loose drive support disk. The insulin pump passed error test. No alarms noted. The insulin pump had a missing end cap sticker.

Event description:
The customer reported an alarm during the rewind. The customer stated that the insulin pump was accidentally dropped prior to getting the alarm. Troubleshooting was performed, and the drive support cap was protruding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.